Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant surgery on (B)(6) 2020, patient experienced loss of motor recruitment of lower extremities. As a result, the lead was explanted on the same day and patient was admitted to the neuro ICU. The patient regained full function of left leg and the right leg was improving.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.